Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D10. Ref: (B)(4), lot: 2920763 ncb, periprosthetic femur plate, proximal, right, 12 holes, 285 mm ref: (B)(4), lot: 63853475, cerclage cable, ref: (B)(4), lot: 63853468, cerclage cable, ref: (B)(4), lot: 61850802, tm shell, ref: (B)(4), lot: 61705461, longevity, ref: (B)(4), lot: 61881188, cpt stem, ref: (B)(4), lot: 61872565, versys head, ref: (B)(4), lot: 60864182, cement plug, stryker cement, unknown screws x3. No product was returned for evaluation. There are two pictures available. The pictures were taken directly after the revision. A cut bone can be seen in the pictures. The stem with the head can be seen inside the bone. No pictures of the ncb plates or screws are available. A review of the device manufacturing records for the ncb plates confirmed no abnormalities or deviations. Review of the complaint histories for the ncb plates found no additional related complaints for these items and the reported part and lot combinations. Radiographs were provided and reviewed by a radiologist. The review of two views of the right demonstrates a right femoral head arthroplasty with possible oblique lucency along the proximal femoral diaphysis suggesting a periprosthetic fracture. Lateral plate and screw fixation device involving the proximal femur with at least two and possibly three fractured proximal screws noted. Proximal cerclage wire. As the mmi results mentions a possible oblique periprosthetic fracture and fractured screws, the reported event can be confirmed. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Diligence is completed and no further information on the reported event has been provided.

Event description:
It was reported that a patient had a right total hip arthroplasty. The patient required a plate, screw, and cerclage wire fixation, approximately 7 years post implantation. Subsequently, the patient was revised again approximately 6 and half years later due to loosening and fracture. Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
(B)(4). D10. Ref 02.02263.012, lot: 2920763 ncb plate, ref 00223200418, lot: 63853475 cerclage cable, ref 00223200418, lot: 63853468 cerclage cable, ref 00875705201, lot: 61850802 tm shell, ref 00875101036, lot: 61705461 longevity, ref 00811400110, lot: 61881188 cpt stem, ref 00801803603, lot: 61872565 versys head, ref 00801102024, lot: 60864182 cement plug, stryker cement. G2. Report source: (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.